Event description:
A 44-yr-old, left hand dominant female with history of extension injury to the right wrist, had previously undergone arthrodesis of the right wrist with plate and screw fixation. Review of radiographs reveal fracture of plate. Pt was admitted to the hosp and underwent removal of the broken hardware and open reduction & internal fixation of the pseudoarthrosis site.